Event description:
Customer reported that her power cord housing fell apart.

Manufacturer narrative:
Contact was not made with the customer to obtain add'l info regarding this event. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.